Event description:
Patient was taken to surgery, prepped and endotracheal anesthesia established with no problems. Umbilical incision was made and a "varies needle" placed. Physician then attempted to insufflate the abdominal cavity with co2 under low pressure, however at that point we discovered that the insufflator machine was not working. The machine was turned off and on several times and continued to not work. The surgeon removed the insufflator needle from the patient and closed the incision. Staff continued to work with machine and at times it appeared to start working and then when the insufflator button was pressed, it would malfunction. It should be noted, that it had been checked prior to the case to make sure the gas levels were correct; in fact, the canister was changed and checkout completed with normal function verified. Patient was allowed to recover from anesthesia without incident and transferred to another facility and her procedure was completed later the same day. The insufflator is rental equipment from universal health services, with local office at (B)(4). (B)(4) was notified on (b()4) 2010 of the problem and replaced the insufflator later that day. The dyonic insufflator in question is in the biomedical dept at (B)(4).

Manufacturer narrative:
Smith & nephew, inc. Endoscopy div is submitting the enclosed report to comply with 21 cfr 803, the MDR regulation. The report is based upon information obtained by smith & nephew inc. Endoscopy div which the company may not have been able to investigate or verify prior to the date of the report was required by FDA. Device is not being returned for evaluation. (B)(4).